Event description:
The customer reported that the device will not turn on. No patient information provided.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.